Event description:
Medical affairs has been unable to get a hold of the patient and will be sending patient a letter. Patient called alleging that the remove strip icon appears on the meter. Patient mentioned that when they insert the strip in the meter, the meter beeps and the arrow points down. Patient mentioned that they apply enough blood on the test strip; however the confirmation dot does not completely turn blue. Per notes, md treated patient. No info on what patient's blood glucose was or what they were treated with. Based on the info provided, this case is being reported as a strip malfunction.